Event description:
(B)(4).

Manufacturer narrative:
A medrad service engineer performed a checkout of the injector system and no problems were found. Additional applications training was offered to the customer but was declined. The disposables in use at the time of the incident were not saved.